Event description:
It was reported upon receiving the bd veritor¿ system for rapid detection of sars-cov-2 kit, two (2) kit boxes were missing the label indicating the kit lot number. There was no health impact or consequences reported. Eua# (B)(4).

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. G.4. PMA/510(k)#: eua# (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information d4. Medical device lot #: 4197883. D4. Medical device expiration date: 04/28/2025. H4. Device manufacture date: 07/15/2024. D.4 unique identifier (UDI) # (B)(4). Investigation summary this statement summarizes the investigation results regarding a complaint that alleges labeling issue when using rapid detection of sars-cov-2 veritor (material#: 256082), batch number 4197883. The customer reported that they received kits that were missing the kit lot number. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample review were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No samples were received; therefore, return sample analysis could not be performed. However, photographs were received and one photo showed the missing kit label. The reported issue was confirmed. However, the root cause cannot be determined through the investigation. A trend analysis for labeling was conducted, no adverse trend was identified. There were no corrective actions taken at this time.

Event description:
It was reported upon receiving the bd veritor¿ system for rapid detection of sars-cov-2 kit, two (2) kit boxes were missing the label indicating the kit lot number. There was no health impact or consequences reported. Eua# (B)(4).

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: imdrf annex g grid - g01003 - device ingredient or reagent. Imdrf annex c grid - c16 - manufacturing process problem identified. Imdrf annex d grid - d15 - cause not established.

Event description:
It was reported upon receiving the bd veritor¿ system for rapid detection of sars-cov-2 kit, two (2) kit boxes were missing the label indicating the kit lot number. There was no health impact or consequences reported. Eua# (B)(4).